Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to report that when the 5-lead monitoring cable is removed from the bedside and attached to the defibrillator the ECG waveform is not always recognized and show a flat line. There was no report of negative patient impact.